Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, during the change out procedure, the field representative indicated they were unable to use radiofrequency (rf) telemetry. It was noted that the device was interrogated before hand and was over one hour before they were able to reestablish telemetry again. Technical services (ts) indicated that rf was turned off after sixty hours. Ts indicated they could have rebooted and proceeded. The field representative proceeded with a sterile wand. The field representative indicated that the physician had a difficult time inserting the right ventricular (rv) pace/sense terminal pin into the device header. Mineral oil was not utilized and the pocket was closed. The field representative was able to use the wand to reinterrogate the device and found that the rv pacing impedance measurements were greater than 2000 ohms. A revision procedure was performed and the terminal pin was able to be fully inserted into the device header. No additional adverse patient effects were reported.